Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump passed, the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error 82 alarm noted, during testing. Successfully downloaded history files and traces using thump. Pump error 82 was found in the history file on 09/07/2024. During self test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly. Which indicates, the hardware worked as expected. Pump was cut open to perform visual inspection. And found moisture damage to the pcba 1. Motor was tested outside of the device on the stb3 station and passed. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: battery tube threads cracked, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, serial number label missing. Pump error 82 is confirmed, due to software anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced pump error 82 and pump was exposed into magnetic field. The customer reported, no adverse event. The event involved product(s) mmt-1885. Customer reported, receiving a pump error. Customer was able to clear the error and pump passed displacement test. Pump did not pass additional testing or error table indicated, that replacement was required. No harm requiring medical intervention was reported. Mmt-1885 was requested. And customer response was, the device will be returned.